Event description:
It was reported that this brady lead was a case of an attempted implant due lead dislodgement. An attempt was made to slit the catheter; however, this brady lead was dislodged all way up into the superior vena cava which confirmed via fluoroscopy and removed with a substantial amount of septal tissue remained in the helix. Upon cleaning the helix screw was stretched. This brady lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.